Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 1627487-2022-03417. It was reported the patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken wherein drg system explanted and replaced to address the issue.